Event description:
The patient reported that they experienced pressure, tingling, and stimulation in their head during a pat down at the airport on (B)(6) 2016. It was stated that the patient had read an article in a medical paper and other patients have had the same experience they did. No other information on the article could be given. Follow up with the healthcare provider (hcp) is to be conducted. Further inquiries about emi were made, and it was noted that they snowboarded once and fell but their device was okay. It was confirmed that the implantable neurostimulator (ins) was okay. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.